Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Hmu - stenotrophomonas maltophilia 0.4 total bacteria count/ml it was reported that, during reprocessing, the colonovideoscope tested positive for 0.4 (total bacteria count/ml) colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; g3; h2; h3; h4; h6 and h11. Corrected field: h8. Olympus provided the following result of the culture test, as provided by the customer: total bacteria count/ml: 0.4. Bacterial identification: stenotrophomonas maltophilia. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the device evaluation found air water (aw)-cylinder(tube) and air water (aw)-tube had white foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.